Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of bone impingement. (H6) evaluation codes: 1924, 2923. Section h11: the following sections have corrected information: (h1) type of reportable event: serious injury.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-10-00, (B)(4), equinoxe reverse tray adapter plate tray +0.

Event description:
It was reported that the surgeon explanted a 42+0 constrained humeral liner that disassociated from the humeral adapter tray due to a dislocation of a reverse shoulder. Patient was last known to be in stable condition following the event.